Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was in the hospital due to high blood glucose. Customer had three bent cannula on infusion sets. Customer did not provide further information regarding hospitalization. Insulin pump will not be returned for analysis.